Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted due to eol battery status. The device was found in 'storage' mode, due to the battery condition.